Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The device was unable to prime unit during prime test due to faulty force sensor resistor. No unexpected audio and or beep or vibration alarms noted. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not responding. Customer mother stated the device had alarmed no delivery and was attempting to change the set. Customer's blood glucose was 367 mg/dl. Customer stated the up and down error was not working. Customer did not recall any significant events that may caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.